Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: a review of the pump's black box showed evidence of reboots. Investigation revealed no damage to the returned battery cap or to the battery compartment. The returned battery cap was able to attach securely to the pump. The battery cap contact height and width measurements were found to be within specification. During testing, the pump successfully powered on without any alarms, alerts or warnings. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. No power issues occurred during testing. Corrosion was found in the battery compartment. A leak test was performed and no leaks were found. The pump cover was removed and no further evidence of moisture was found. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment had stripped threads and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.